Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D4 serial no - correction: initial was submitted incorrectly as sw14245 when it should have been sw12299. D4 - catalog no - correction: remove d4 serial no on 1st supp MDR-01651690; should have been on d4 catalog no instead.

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4).